Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal secondary set (c62) experienced leakage during use. The following information was provided by the initial reporter: an operator attached a bd phaseal secondary set (c62) to a new normal saline infusion bottle. As she attempted to withdraw saline from the bottle, she noted leakage of solution from the injector connection side. She removed the leaking secondary set and replaced it with a new set immediately. Apr 5: the was no damage that can be detected visually. Customer could not confirm whether there is damage on the tubing set near the connector piece. Customer did not snap a picture and the c62 was disposed by customer.

Event description:
It was reported that the bd phaseal secondary set (c62) experienced leakage during use. The following information was provided by the initial reporter: an operator attached a bd phaseal secondary set (c62) to a new normal saline infusion bottle. As she attempted to withdraw saline from the bottle, she noted leakage of solution from the injector connection side. She removed the leaking secondary set and replaced it with a new set immediately. (B)(6): the was no damage that can be detected visually. Customer could not confirm whether there is damage on the tubing set near the connector piece. Customer did not snap a picture and the c62 was disposed by customer.

Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. The final product for lot ta11878 is assembled and packaged at a supplier site whom we have notified of your reported issue. Three retained samples of the same lot were used for additional evaluation, the product was inspected and cracks were observed on the y-site. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on our investigation and retained sample evaluation, excessive force by the operator when connecting the connector piece to the y-site is believed to be the root cause for this incident. A project, CAPA# 1382647 has been initiated and personnel are looking further into this issue to reduce any reoccurrence.